Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external abrasions were found on the rv and svc lumen proximal to the suture sleeve. The etfe coating on one of the rv cables was abraded. This damage found was consistent with friction to the ICD can. One internal abrasion was found on the re lumen between shock coils. Other text : na.

Event description:
It was reported that patient presented in ER after a vt event and having been shocked. Possible output circuit damage was noted. And lead were explanted and replaced.